Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 40 mg/dl and 24 mg/dl. The customer treated his blood glucose level with food and orange juice. The customer experienced a low blood glucose level of 48 mg/dl that day. The device was not returned.